Event description:
It was reported that this right ventricular lead was explanted for pending fracture. During the device elective replacement procedure physician chose to implant new device on the right side of the body. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.